Event description:
On 12/29, they had a case where they ended up fraying 6 of our microaccess wires on one pt! I believe that they ruined 5 of the nitinol and 1 of the stainless steel, but they only saved one of the nitinol to return (#06507203, lot#950517), which I will send back. The doc advanced the wire like normal, but when he met resistance and could not advance the wire, he tried pulling the wire gently back through the needle. It is apparent that each of these 6 times, he must have gotten the coil of the wire caught on the needle. It is apparent that each of these 6 times, he must have gotten the coil of the wire caught on the needle tip because the tip unraveled. The wire that I'm returning looks like a ball of curly hair on the end of the wire. They have done hundreds of laser cases previously without this problem and this doctor (B)(6) is a vascular surgeon, so I'm confident that he is skilled getting access. He finally got access on the seventh try and the case was successful. They also told me that this same problem happened about a week ago. So they are somewhat concerned. They did not save that wire though. I asked them to save all wires and packaging and any others they see.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The returned used sample was uncoiled and severely stretched. There were no signs of corrosion that would jeopardize the strength of the wire. The reported complaint appears to have been caused by pulling the wire back through the needle. The instructions for use states to withdraw the entry needle leaving the guidewire in place. A review of the mfg, inspecting and packaging records indicated the reported lot was manufactured and released to specification. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.